Event description:
The user facility biomed called, he has this vela in the shop that had a transducer fault error. This happened on a patient but there was no harm. The vent was swapped out for another. The biomed ran the vent for half hour and he was not been able to duplicate the error. Biomed is going to run this vent to see if this error happens again.

Manufacturer narrative:
The carefusion technical support specialist informed the customer that a malfunctioning exhalation flow sensor, exhalation poppet or exhalation valve body may cause a transducer fault. The biomed stated he may have already replaced these components therefore that may be the reason why he can't reproduce the transducer fault. In addition tech support informed the biomed that the unit is due for preventative maintenance. On march 09, 2015 carefusion requested additional event information from the user facility, as of april 3, 2015 there has been no response from the user facility.